Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the "device was leaking at the hub." Additional information received on (B)(4)2010 by the sales representative stated that the leak was occurring from the hub of the introducer and as a result, a new sheath was used. The catheter involved was a 5 fr. There were no reported patient complications.